Manufacturer narrative:
The investigation has been completed for the reported issue of low pump flow. The device was returned for evaluation and thrombus in the cannula near the impeller. The root cause of the low pump flow was determined to be biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, low flows and suction alarms occurred. A thrombus was observed on the impella device upon removal of the device. The patient survived the procedure.